Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became frozen on the bolus menu. Additionally, while the customer was reloading the cartridge, the customer was unable to interact with the top part of touchscreen. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the display was able to be cleared and the customer was able to resume insulin delivery. It was confirmed that the customer will use the pump for continued insulin therapy.